Event description:
In-serviced note shift last night. Second catheter patient developed bilateral dvts. Staff feels it is the result of the catheter. The catheter was removed and a greenfield filter placed. Patient is a male. (B)(6). Dx: sub-arachnoid bleed, right avtm, right parenchymal hemorrhage, post angio re-bleed. Patient embolized and coiled (B)(6) 2012. Patient admitted (B)(6) 2012. Icy catheter placed right femoral vein (B)(6) 2012, 8 attempts to insert catheter witnessed by (B)(6) rn bsn. Catheter d/c (B)(6) 2012, icy catheter inserted left femoral vein on (B)(6) 2012. Catheter d/c (B)(6) 2012. On (B)(6) 2012, CT abd/pelvis revealed bilateral dvt's illinois femoral veins. Per (B)(4), this was not picked up on ultrasound. On (B)(6) 2012, greenfield filter inserted. Patient has compression boots. No other dvt precautions initiated. Patient is stable. Staff reports machine functioned properly.

Event description:
Sah patient with refractory icp. Catheter was indwelling for approximately 7 days. Patient was septic - received abdominal CT scan after catheter was removed day (8 or 9). Peg tube ivc clot was found on CT scan above the renal vein. Clot was asymptomatic. No direct harm to patient. Patient was receiving dvt prophylaxis with sq heparin and scd's.

Manufacturer narrative:
No product was returned for investigation. Additional information (i.e. Regarding the patient(s), problem description, related data/details) pertaining to this event was requested but the information was not available. No information is available on the adjunct procedure(s), predisposed risks (if any) and the pre-cooling coagulopathy. At first the catheter was placed in the right femoral vein on (B)(6) 2012 and removed on (B)(6) 2012. On the first successful placement of the catheter, the physician had to attempt 8 times. Such an extreme difficulty in placement is rare. There are no issues with the catheter reported, so the cause(s) for the difficult placement may be not related to the catheter. A second catheter was placed in the left femoral vein on (B)(6) 2012 and removed on (B)(6) 2012. The exact cause of the reported dvt cannot be determined with the available information. However, a potential contribution from the catheter cannot be ruled out. Deep vein thrombosis is a known complication common to all types of intravascular catheter therapies. The IFU for the icy catheter included this as a potential complication.

Manufacturer narrative:
No product was returned for investigation. Additional information (i.e. Regarding the patient(s), problem description, related data/details) pertaining to this event was requested but the information was not available. No information is available on the adjunct procedure(s), predisposed risks (if any) and the pre-cooling coagulopathy. The icy catheter was left in the patient for 7 days, which is significantly longer than approved 4 days as stated in the IFU. The exact cause of the reported dvt cannot be determined with the available information. However, usage beyond longer than approved dwell time cannot be ruled out. Deep vein thrombosis is a known complication common to all types of intravascular catheter therapies. The IFU for the icy catheter included this as a potential complication.